Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
When I realized and looked at the product, I knew that I had consumed the wrong product [accidental device ingestion] I had some pain like a stomach ache, but now there is nothing [stomach pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included phlegm. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant), stomach pain and wrong product selected. The action taken with polident denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong product selected were unknown and the outcome of the stomach pain was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion and stomach pain to be related to polident denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event was received from a consumer via call center representative (voicemail) on 17sep2021. The consumer stated that "a few days before I phoned in, because I had someone at home go to buy effervescent tablets to dissolve phlegm. But that person mistakenly bought polident denture cleanser effervescent tablets. I did not notice [what] the product [was], so I dissolved 1 effervescent polident tablet in 1 glass of water and drank it, because I thought it was an effervescent tablet for dissolving phlegm. When I realized and looked at the product, I knew that I had consumed the wrong product. So I phoned in and left a message. I went to the hospital that day as well. The hospital considered my condition and told me to not drink or eat anything for 6 hours to observe the symptoms. The hospital informed me that it would not affect my liver or kidneys, but that I should wait to see the symptoms after 6 hours. After that I had some pain like a stomach ache, but now there is nothing. It is no longer convenient to respond, because I have no problems and already went to the hospital. I have to go to work and cannot take a call."